Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep). The rep suspected that the patient's implant was in od. The patient requested to have a rep come assist with recovering the device. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient couldn't connect and the device was off so the patient is unhappy as they are not getting stimulation. The patient stated that the recharger won't connect and they are getting the "cannot find stimulator" icon. The patient stated that they had an injection 6 weeks ago and they cannot get stimulation to connect since then. The patient stated that their device has been dead for 6 weeks. The patient stated the programmer won't connect either. No further complications were reported or anticipated.